Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. The device was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed motor error during basal. Customer's blood glucose level was 130 mg/dl. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was unable to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.